Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿do not advance the device outside the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿ per IFU, adverse events that may occur and / or require intervention include, but are not limited to renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt351414j/17843214) was deployed just below the right renal artery. Then two contralateral leg components were reportedly placed on the left side without support of an introducer sheath. Before the proximal aspect of the trunk-ipsilateral leg component was secured, a procedural angiograph reportedly revealed that the both renal arteries were covered by the trunk-ipsilateral leg component. Ballooning of the proximal part of the trunk-ipsilateral leg component was performed to secure and drag the device distally. It was reported the trunk-ipsilateral leg component was moved distally about 5 mm. Two additional contralateral leg components were placed on the right side, and another procedural angiograph was performed. According to the report, it appeared that the right renal artery was slightly covered by the trunk-ipsilateral leg component, but blood flow to the right renal artery was reported to be adequate. No treatment was required for the right renal artery. However, the left renal artery was reportedly covered by the trunk-ipsilateral leg component. Therefore, a bare metal stent was placed in the left renal artery. It was reported that blood flow to the left renal artery was recovered. The procedure was completed without any further reported complications, and the patient tolerated the procedure. The report stated that the trunk-ipsilateral leg component was thought to be moved proximally because the two contralateral leg components on the patient¿s left side were advanced forcefully without support of an introducer sheath, and the proximal end of the trunk-ipsilateral leg component had not been secured before the contralateral leg components were advanced.